Event description:
It was reported that the low energy shock impedance measurements have been varying. The low energy impedance readings ranged from 100 to 175 ohms. The high energy shock impedances have also varied, ranging from 68 to 142 ohms. Recently the patient is having torsades episodes which were due to pauses, so the patient needed some pacing. The doctor elected to explant and replace the entire system with a transvenous system which had pacing. There were no additional adverse patient effects.